Event description:
It was reported that the battery was discovered to be leaking during inspection at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event, battery is leaking, was not duplicated. The technician did not find any signs of leaking during intake inspection. The battery was forwarded to the service technician for further analysis. Upon disassembly, the external contact was corroded, however, no signs of fluid ingress or signs of leaking were confirmed. Based on the device inspection and review of risk documentation, the presence of corrosion can be caused by improper sterilization.

Event description:
It was reported that the battery was discovered to be leaking during inspection at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.